Event description:
Pt admitted for post-operative left mastectomy, hypertrophy of scar and keloid of left mastectomy area. Operation was scar revision and replacement of implant with left latissimus dorssi musculo-cutaneous flap transfer. Surgeon discovered implant had a tear of the outer saline lumen of a dual lumen implant.